Event description:
It was reported that, during a laparoscopically assisted high anterior rectal resection for rectal rs cancer, an error occurred. The issue has occurred but the details are unknown at this time, so will be added as additional information becomes available. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. D4 batch #: a9830u. Additional information was obtained: the hand switch suddenly stopped responding and an error message was displayed at the last part of the operation. The calibration test passed again after replacing harhpgr, but the hand switch min sometimes responded, but max did not respond at all. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that it was returned with no apparent external damage. Upon disassembly, corrosion was found at the max hand activation dome and moisture was discovered on the instrument, which is evidence of possible reuse; no other internal anomalies were noted. Functional testing revealed that the max hand activation button was nonfunctional, although the device did activate when tested with the footswitch. The device was connected to more than one generator during analysis, which is potentially associated with device re-use and may compromise device integrity. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace instrument / no instrument uses remaining / restart generator. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion or moisture to the device. Please notify us of any processes or conditions that could have contributed to the moisture in the instrument, and inform us within 20 working days if the device was not reused or reprocessed, so that we can understand how the device is handled after the procedure and for return shipment for analysis. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9830u, and no non-conformances were identified.